Event description:
It was reported by service report that the siderail controls were not functioning, patient controls were locked and head end lift stuck in high height due to siderail connections was disconnected from the cpu. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
The issue was resolved for the customer by the service tech reseated connections from the siderails to the cpu board and secured and also the patient control lock was disabled.